Manufacturer narrative:
The service engineer found that the positive pressure was insufficient (the maximum positive pressure is about 80mmhg), and the positive pressure was confirmed to be regulated. The valve was faulty due to repeated failures to repair, the service engineer replaced the regulator,drive (0103-00-0633) and the problem was resolved. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) display inflation failure alarm and iab inflation limitation. The customer requested a replacement machine. There was no patient harm/injury and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b6, b7, d1, g1(contact person), h3 h3 other text : not returned to manufacturer.

Event description:
N/a.